Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable total bilirubin results for several patients that were questioned by a physician who requested the samples be repeated. Of the data provided for three patient samples, only the results for two were discrepant. Patient sample 1 initial result was 0.7 mg/dl and the repeat result from another analytical d module analyzer was 13.2 mg/dl. Patient sample 2 was from a (B)(6) year old male patient. The initial result was 0.2 mg/dl and the repeat result from another analytical d module analyzer was 3.7 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The total bilirubin r1 reagent lot number was 69199001 with an expiration date of 02/28/2015. The total bilirubin r2 reagent lot number was 68984501 with an expiration date of 12/31/2014. The field service representative found a precipitant buildup in the channel 16 reagent lines was preventing the reagent from properly dispensing. He changed blue reagent nozzle tip and cleared the channel 16 reagent line. He observed the reagent dispense in correct operation during a reagent prime, successfully ran calibration, controls, and several tests on the assay. The analyzer systems were within specifications.